Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy the cannula into the patient's skin and the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The pod was not worn. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user at the end of the second priming sequence. The investigation found no damages or deficiencies that would contribute to the needle failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle deployed. The cause of the reported needle failing to deploy could not be determined. The soft cannula was observed to be torn in the unexposed portion of the soft cannula, measuring under specification. Due to this damage, fluid was unable to flow through the complete fluid path. The investigation was unable to determine the cause or timing of the damage to the soft cannula.